Manufacturer narrative:
Ocd performed retain testing, batch review, complaint review by lot and mother bulk lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reporting false negative reaction in anti-a microwell of the mts abd/abd gel card lot # 020615053-03 exp 12/17/2015. According to customer, sample was initially tested with mts abd/rev grouping gel card using manual gel method and forward portion of card demonstrated group o,rh positive while the reverse portion demonstrated group a. Because of the abo discrepancy, customer repeated testing using the mts abd/abd gel card and again no reaction was noted with the anti-a microwell. Daily qc testing was performed and acceptable. Issue started on: (B)(6) 2015; reported (B)(6) 2015 frequency: 1x pattern observed: negative reaction in the anti-a microwell. Customer was expecting: positive. Test repeated: yes, tube method. Result obtained by repeating: positive (1+). Method used to repeat: tube. Patient/sample data: edta. Transfusion history: transplant patient. Visual appearance before use: ok. Pipette used: mts. Cards/cassettes centrifugation: mts. Ocd discuss variation of antigens on sample and centrifugation between methods. Hard spin using tube method versus software spin on gel. Customer is aware of patient's diagnosis and possible reason for variance in reaction. Satisfied with discussion.